Event description:
It was reported that when stimulation was turned on and the patient would put her chin to her chest, like a nodding head motion, the stimulation that was down her leg cut off. It was also reported that the device had moved over closer to her spine and was rubbing on something, perhaps a bone, which the patient believed occurred over time as she was advised to sleep on her right side, but cannot due to a neck surgery that she had. The stimulation does not relieve this new pain, she hurt all day yesterday, slept and woke up without pain, and now started to hurt again. The patient had done a lot of things around the house that might have contributed, but not today. The patient was going to make an appointment to see her physician. Additional information has been requested, but was not received as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).